Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed evidence of cs 078 call service alarms. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated call service alarms. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the pump case was removed and moisture damage was observed on the motor flex connector. Also unrelated to the complaint, the battery compartment was observed to be cracked.